Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were plates and screws implanted and explanted in the same patient, see mdrs 1032347-2011-00043 to 45.

Event description:
It was reported the patient had plates and screws implanted for sternal closure on (B)(6) 2011. On (B)(6) 2011 revision surgery occurred, as x-ray showed the top screws were loose and place was coming apart from sternum. Doctor fixated the patient with plates and wire.